Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this patient with this pacemaker was experiencing shortness of breath. Therefore, the pacemaker was evaluated and the device longevity stated less than 5 months. Approximately six months ago, the device longevity was reported to be 2.5 years. It was alleged that this product was exhibiting premature battery depletion. It was reported that autocapture had been programmed on previously; however, the patient has good pacing thresholds and impedances. It was reported that autocapture would be programmed off and that a save to disk would be performed and sent in for engineering review. The shortness of breath was determined to be unrelated to the device. Additional information indicates that autocapture was programmed off and the longevity recovered to approximately 2 years left of longevity. No adverse patient effects were reported. This product remains in-service. Analysis results indicate the battery charge remaining and charge used per year indicate about 2 years remaining longevity. Using the battery calculator it appears the device longevity should be between 6.5 and 7 years. The device was implanted about 4.5 years ago and it looks like it should meet the expected longevity.